Event description:
A nurse reported that the device jammed and did not operate smoothly. Additional information has been requested and received stating that, after attaching the cartridge, there was a problem with moving the plunger. The product did not come into contact with the patient. The issue occurred before the procedure. The surgery was a cataract removal and procedure was completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction: on initial MDR, the product should be a150205. A sample was not received at the manufacturing site for evaluation for the report that the device jams and does not operate smoothly; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4).